Event description:
A customer contacted baxter's (B)(4) requesting assistance to restart therapy on the homechoice machine during prime. The home patient (hp) was connected and noticed there was air in the line, so the hp started over with new supplies. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If the sample is received, a follow-up report will be submitted upon completion of the evaluation. The lot number was unknown.